Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump keypad issue. Customer's blood glucose level was unknown at the time of incident. Customer stated that the insulin pump had scratches making it harder to read the screen. Customer also stated that the buttons of the insulin pump were not responding and rewinds louder. The insulin pump will not be returned for analysis.